Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that operator was unable to connect an unknown syringe and a one-link needle free IV connector during set-up. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.